Event description:
In 2009, the patient reported she received an occlusion alarm on her insulin device this morning. She stated she has dawn phenomenon and when she tested her reading at 4am, her blood glucose was 444 mg/dl. She said she tried to bolus via her infusion device, but received the occlusion alarm and so, took 20 units of insulin by injection and went back to bed. She stated she often uses injections for larger boluses. Her blood glucose was back to normal at 121 mg/dl when she woke up. She stated she began troubleshooting to find the occlusion and believes the issue is with her infusion set tubing at her luer lock. She said she disconnected the tubing from her device and was able to prime without error. She stated she has moved her insulin to a lower shelf as she was afraid it was too cold on the top shelf. The patient said she will change all her accessories and her insulin today. On follow up with the patient five days later, she stated she has had no further issues with occlusions or glucose levels. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.